Event description:
Is angio dynamics. It was the 65cm venacure evlt procedure kit. Lot #601615 ex 8/2014. The catheter was too narrow. Evlt procedure halted, additional product used to complete the procedure.